Event description:
Boston scientific received information that during a follow up visit, this pacemaker exhibited an unexpected change in battery status with 3.5 years longevity remaining. All other measurements were normal. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.